Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 21, 2020.

Manufacturer narrative:
This report is submitted on 23 sep 2020.

Event description:
Per the clinic, the recipient experienced facial nerve stimulation while mapping. The device was explanted on (B)(6) 2020 and the patient reimplanted with another cochlear device during the same surgery.